Event description:
Clinical narrative: impella cp was inserted via femoral access (side unknown) in a female patient of unknown age with acute myocardial infarction and cardiogenic shock (scai stage unknown). During case preparation, the purge cassette failed to initiate priming. After troubleshooting that included removing and re-inserting purge cassette was unsuccessful, the cassette was replaced, and priming was successfully initiated. It is reported the purge solution consisted of 5% dextrose in water with 10 units/ml heparin. Device flows were not reported. The patient was supported with impella cp for approximately 46 hours, at which point the impella cp was successfully removed and impella 5.5 placed due to need for escalation in support. Device performance was as expected after troubleshooting. The patient survived following subsequent device removal. This is being conservatively reported for delay of therapy due to temporary delay during initial set up and priming of the device. There were no noted clinical consequences associated with the delay.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. The appropriate codes are as follows for h6 and have been fully updated and should be considered representation of the reported event. Medical device problem code a1414 and a04.

Manufacturer narrative:
H6 medical device problem code was added as it should of been reported on the initial report that was submitted.